Manufacturer narrative:
The patient samples were requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys tsh on a cobas e411 analyzer (unknown serial number) when compared to two different competitor methods. Patient sample 1: on (B)(6) 2022, the sample initially resulted in a tsh value of 5.14 miu/ml, accompanied by a data flag. The result was reported outside of the laboratory and questioned. An aliquot of the sample was repeated in a second laboratory using an unknown method and resulting in a value of 3.0 miu/ml. A different aliquot of the sample was repeated in a third laboratory using the tosoh method and resulting in a value of 3.5 miu/ml. The initial sample was then remeasured on the e411 and obtained a similar value as for the first measurement. No exact value was provided. Patient sample 2: on (B)(6) 2022, the sample initially resulted in a tsh value of 4.79 miu/ml, accompanied by a data flag. The result was reported outside of the laboratory and questioned. An aliquot of the sample was repeated in a second laboratory using an unknown method and resulting in a value of 2.9 miu/ml. A different aliquot of the sample was repeated in a third laboratory using the tosoh method and resulting in a value of 3.3 miu/ml. The initial sample was then remeasured on the e411 and obtained a similar value as for the first measurement. No exact value was provided.

Manufacturer narrative:
Calibration and quality control data were acceptable. Further investigation could not be done, since the patient samples were not available. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The evaluation result and evaluation conclusion codes have been updated.